Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained of questionable results when testing patient samples with the elecsys testosterone ii assay. Patient 1 initial result was 628 ng/ml, from an aliquot. The doctor questioned the result. The master tube was repeated on a second analyzer, resulting as 219.1 ng/ml. The following repeats were also performed on the second analyzer: initial aliquot = 230.6 ng/ml; new aliquot = 227.8 ng/ml. The customer then pulled additional samples for repeat testing. The customer stated 53 testosterone reports were revised after samples were retested. Of the results provided for six samples, four are reportable as a malfunction, including patient 1, as noted above, and the following 3 patient sample results. For the three remaining sets of results the repeat tests were run on the second analyzer: patient 2: initial result = 607 ng/ml; repeat = 205.5 ng/ml. Patient 3: initial result = 380.2 ng/ml; repeat = 122.4 ng/ml. Patient 4: initial result = 79.10 ng/ml; repeat = 2.5 ng/ml with a data flag. There were no adverse events. The customer said that other assays were affected, including free psa, total psa, ft3, ft4, t3, t4, tsh, and t-uptake. No results were provided for these tests. The customer was not aware of any adverse events due to the other tests. The testosterone reagent lot number was 19105304 with an expiration date of 02/28/2018. The field service representative (fsr) found a measuring cell was not performing optimally. Performance testing was run and failed. The fsr changed the measuring cell and performed adjustments and a full preventive maintenance, including changing the seals and pinch valve tubing. System tests and performance testing passed. The customer performed calibration and quality controls with all in range. The system was operational. The investigation agreed the service actions performed by the fsr resolved the issue and that the system was running within specifications.